Event description:
It was reported that t:slim x2 pump battery would not charge, and caller noted power source alert around the time issue began while using tandem charging cable and wall adapter connected to working outlet. There was no adverse impact to the customer¿s blood glucose level. Customer tried leaving pump connected for extended time and then changed charging cable and wall adapter to non-tandem supplies, after which pump began charging, and technical support advised against continued use of third-party supplies and arranged replacement charging equipment, with no further assistance required.